Event description:
Third degree burns [burns third degree]. 4 large blisters on his back/second to third degree burns [burns second degree] scarred [scar]. Case description: this is a spontaneous report from a contactable consumer reported for father. A 69-year-old male patient started to receive thermacare heatwrap (thermacare lower back & hip) lot number t48939, expiration date 30sep2020, lot number x17174, from an unspecified date to an unspecified date at unknown frequency for lower back pain and discomfort. Medical history and concomitant medications were none. The patient sustained second to third degree burns occurred in (B)(6) 2019 because of these wraps. He later clarified product name to thermacare heatwrap backpain l/xl 16 hour pain relief. The patient was seen by a doctor at the hospital for this and was prescribed silvadene. Reporter as well as home care nurse had to do dressing changes twice a day. He had 4 large blisters occurred in (B)(6) 2019 which in turn turned into open areas on lower back and now they were scarred, which if need be he can provide photos. He had not recovered completely because he now had scarring from the blisters. He did throw the box away but had the other packages. The doctor instructed him not to use the other ones. Reporter had used the product on a regular basis. The patient went out and cut grass, had lower back pain and reporter gave him one to use. He had two in pack, he had one and gave the other one to patient. This was the first time that patient had used the product. He had used heating pads before but not a wrap of this type. Reporter stated the scars were permanent. Reporter considered third degree burns was related to the product. Reporter further stated that the patient was still experiencing 4 scars. He was hospitalized for all events. The action taken in response to the events of the product was permanently discontinued. The outcome of the events was not resolved. According to product quality complaint group: conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "second to third degree burns". The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Document review summary: review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperature per spec-28881, effective: date: 08jun2017. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch that would affect wrap temperatures. Rsrv. Sample eval. Rationale: the visual inspection of a retain sample included one carton and the two pouched wraps inside and showed no obvious defects carton or pouched wraps. Batch t48939 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the fifth complaint for the subclass adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. The previous complaints were not confirmed to have a manufacturing related root cause for the complaint of adverse event safety request for investigation. Lot trend actions taken: on the basis of the attached trending graph, a trend does not exist for this batch. Follow up (08jul2019): new information received from product quality complaint group included: investigation results. Follow-up (30jul2019): new information received from a contactable consumer includes event details and hospitalization details. Follow-up attempts are completed. No further information is expected. Follow-up (06aug2019): new information received from the product quality complaint group includes additional lot number and updated expiration date. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events burns third degree, burns second degree and scar as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "second to third degree burns". The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Document review summary: review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperature per spec-28881, effective: date: 08jun2017. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch that would affect wrap temperatures. Rsrv. Sample eval. Rationale: the visual inspection of a retain sample included one carton and the two pouched wraps inside and showed no obvious defects carton or pouched wraps. Batch t48939 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the fifth complaint for the subclass adverse event safety request for investigation received.

Manufacturer narrative:
Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "second to third degree burns". The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Document review summary: review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperature per spec-(B)(4), effective: date: 08jun2017. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch that would affect wrap temperatures. Rsrv. Sample eval. Rationale: the visual inspection of a retain sample included one carton and the two pouched wraps inside and showed no obvious defects carton or pouched wraps. Batch t48939 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the fifth complaint for the subclass adverse event safety request for investigation received at the a...

Event description:
Event verbatim [preferred term] third degree burns after using thermacare heatwrap for backpain therapy [burns third degree] , 4 large blisters on his back/second to third degree burns [burns second degree] , scarred [scar] , . Case narrative:this is a spontaneous report from a contactable consumer reported for father. A (B)(6)-year-old male patient started to receive thermacare heatwrap (thermacare lower back & hip) lot number t48939, expiration date sep2020, via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for lower back pain and discomfort. Medical history and concomitant medications were none. The patient sustained second to third degree burns because of these wraps. He later clarified product name to thermacare heatwrap backpain l/xl 16 hour pain relief. The patient was seen by a doctor at the hospital for this and was prescribed silvadene. Reporter as well as home care nurse had to do dressing changes twice a day. He had 4 large blisters which in turn turned into open areas on lower back and now they were scarred, which if need be he can provide photos. He had not recovered completely because he now had scarring from the blisters. He did throw the box away but has the other packages. The doctor instructed him not to use the other ones. Reporter had used the product on a regular basis. The patient went out and cut grass, had lower back pain and reporter gave him one to use. He had two in pack, he has one and gave the other one to patient. This is the first time that patient had used the product. He had used heating pads before but not a wrap of this type. The event occurred 3 weeks ago ((B)(6) 2019). Reporter stated the scars were permanent. Reporter considered third degree burns was related to the product. The action taken in response to the events of the product was permanently discontinued. The outcome of the events was not resolved. According to product quality complaint group: conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "second to third degree burns". The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Document review summary: review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperature per spec-(B)(4), effective: date: 08jun2017. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch that would affect wrap temperatures. Rsrv. Sample eval. Rationale: the visual inspection of a retain sample included one carton and the two pouched wraps inside and showed no obvious defects carton or pouched wraps. Batch t48939 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the fifth complaint for the subclass adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. The previous complaints were not confirmed to have a manufacturing related root cause for the complaint of adverse event safety request for investigation. Lot trend actions taken: on the basis of the attached trending graph, a trend does not exist for this batch. Follow up (08jul2019): new information received from product quality complaint group included: investigation results. Company clinical evaluation comment: based on the information provided, the events burns third degree, burns second degree and scar as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events burns third degree, burns second degree and scar as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "second to third degree burns". The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Document review summary: review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperature per spec-(B)(4), effective: date: 08jun2017. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch that would affect wrap temperatures. Rsrv. Sample eval. Rationale: the visual inspection of a retain sample included one carton and the two pouched wraps inside and showed no obvious defects carton or pouched wraps. Batch t48939 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the fifth complaint for the subclass adverse event safety request for investigation received at the a...

Event description:
Event verbatim [preferred term] third degree burns [burns third degree] , 4 large blisters on his back/second to third degree burns [burns second degree] , scarred [scar] , . Case narrative:this is a spontaneous report from a contactable consumer reported for father. A (B)(6)-year-old male patient started to receive thermacare heatwrap (thermacare lower back & hip) lot number t48939, expiration date sep2020, from an unspecified date to an unspecified date at unknown frequency for lower back pain and discomfort. Medical history and concomitant medications were none. The patient sustained second to third degree burns occurred in (B)(6) 2019 because of these wraps. He later clarified product name to thermacare heatwrap backpain l/xl 16 hour pain relief. The patient was seen by a doctor at the hospital for this and was prescribed silvadene. Reporter as well as home care nurse had to do dressing changes twice a day. He had 4 large blisters occurred in (B)(6) 2019 which in turn turned into open areas on lower back and now they were scarred, which if need be he can provide photos. He had not recovered completely because he now had scarring from the blisters. He did throw the box away but had the other packages. The doctor instructed him not to use the other ones. Reporter had used the product on a regular basis. The patient went out and cut grass, had lower back pain and reporter gave him one to use. He had two in pack, he had one and gave the other one to patient. This was the first time that patient had used the product. He had used heating pads before but not a wrap of this type. Reporter stated the scars were permanent. Reporter considered third degree burns was related to the product. Reporter further stated that the patient was still experiencing 4 scars. He was hospitalized for all events. The action taken in response to the events of the product was permanently discontinued. The outcome of the events was not resolved. According to product quality complaint group: conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "second to third degree burns". The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Document review summary: review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperature per spec-(B)(4), effective: date: 08jun2017. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch that would affect wrap temperatures. Rsrv. Sample eval. Rationale: the visual inspection of a retain sample included one carton and the two pouched wraps inside and showed no obvious defects carton or pouched wraps. Batch t48939 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the fifth complaint for the subclass adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. The previous complaints were not confirmed to have a manufacturing related root cause for the complaint of adverse event safety request for investigation. Lot trend actions taken: on the basis of the attached trending graph, a trend does not exist for this batch. Follow up (08jul2019): new information received from product quality complaint group included: investigation results. Follow-up (30jul2019): new information received from a contactable consumer includes event details and hospitalization details. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events burns third degree, burns second degree and scar as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events burns third degree, burns second degree and scar as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "second to third degree burns". The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Document review summary: review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperature per spec-(B)(4), effective: date: 08jun2017. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch that would affect wrap temperatures. Rsrv. Sample eval. Rationale: the visual inspection of a retain sample included one carton and the two pouched wraps inside and showed no obvious defects carton or pouched wraps. Batch t48939 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the fifth complaint for the subclass adverse event safety request for investigation received at the a

Event description:
Event verbatim [preferred term] third degree burns [burns third degree], 4 large blisters on his back/second to third degree burns [burns second degree], scarred [scar]. Case narrative:this is a spontaneous report from a contactable consumer reported for father. A (B)(4)-year-old male patient started to receive thermacare heatwrap (thermacare lower back & hip) lot number t48939, expiration date 30sep2020, from an unspecified date to an unspecified date at unknown frequency for lower back pain and discomfort. Medical history and concomitant medications were none. The patient sustained second to third degree burns occurred in (B)(6) 2019 because of these wraps. He later clarified product name to thermacare heatwrap backpain l/xl 16 hour pain relief. The patient was seen by a doctor at the hospital for this and was prescribed silvadene. Reporter as well as home care nurse had to do dressing changes twice a day. He had 4 large blisters occurred in (B)(6) 2019 which in turn turned into open areas on lower back and now they were scarred, which if need be he can provide photos. He had not recovered completely because he now had scarring from the blisters. He did throw the box away but had the other packages. The doctor instructed him not to use the other ones. Reporter had used the product on a regular basis. The patient went out and cut grass, had lower back pain and reporter gave him one to use. He had two in pack, he had one and gave the other one to patient. This was the first time that patient had used the product. He had used heating pads before but not a wrap of this type. Reporter stated the scars were permanent. Reporter considered third degree burns was related to the product. Reporter further stated that the patient was still experiencing 4 scars. He was hospitalizated for all events. The action taken in response to the events of the product was permanently discontinued. The outcome of the events was not resolved. The patient states he was advised not to return the heatwrap and will not be sending it back. According to product quality complaint group: conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "second to third degree burns". The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Document review summary: review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperature per spec-28881, effective: date: 08jun2017. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch that would affect wrap temperatures. Rsrv. Sample eval. Rationale: the visual inspection of a retain sample included one carton and the two pouched wraps inside and showed no obvious defects carton or pouched wraps. Batch t48939 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the fifth complaint for the subclass adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. The previous complaints were not confirmed to have a manufacturing related root cause for the complaint of adverse event safety request for investigation. Lot trend actions taken: on the basis of the attached trending graph, a trend does not exist for this batch. Upon follow-up, product quality complaints provided the following severity of harm assessment: s3 (injury, which could result in the need for medical treatment and hospitalization). Follow up (08jul2019): new information received from product quality complaint group included: investigation results. Follow-up (30jul2019): new information received from a contactable consumer includes event details and hospitalization details. Follow-up attempts are completed. No further information is expected. Follow-up (06aug2019): new information received from the product quality complaint group includes additional lot number and updated expiration date. Follow-up (08jul2019 and 09aug2019): new information received from product quality complaint group incudes: severity assessment (s3) and updated lot number based on pqc clarification (removed lot no. X17174, as pqc clarified this lot # was provided in error). Follow-up (07aug2019): new information from a contactable consumer includes: thermacare sample status (the patient was advised not to return the heatwrap and will not be sending it back). Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events burns third degree, burns second degree and scar as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events burns third degree, burns second degree and scar as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] third degree burns after using thermacare heatwrap for backpain therapy [burns third degree], 4 large blisters on his back/second to third degree burns [burns second degree], scarred [scar]. Case narrative: this is a spontaneous report from a contactable consumer reported for father. A (B)(6) year-old male patient started to receive thermacare heatwrap (thermacare lower back & hip) lot number t48939, expiration date sep2020, via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for lower back pain and discomfort. Medical history and concomitant medications were none. The patient sustained second to third degree burns because of these wraps. He later clarified product name to thermacare heatwrap backpain l/xl 16 hour pain relief. The patient was seen by a doctor at the hospital for this and was prescribed silvadene. Reporter as well as home care nurse had to do dressing changes twice a day. He had 4 large blisters which in turn turned into open areas on lower back and now they were scarred, which if need be he can provide photos. He had not recovered completely because he now had scarring from the blisters. He did throw the box away but has the other packages. The doctor instructed him not to use the other ones. Reporter had used the product on a regular basis. The patient went out and cut grass, had lower back pain and reporter gave him one to use. He had two in pack, he has one and gave the other one to patient. This is the first time that patient had used the product. He had used heating pads before but not a wrap of this type. The event occurred 3 weeks ago. Reporter stated the scars were permanent. Reporter considered third degree burns was related to the product. The action taken in response to the events of the product was permanently discontinued. The outcome of the events was not resolved. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events burns third degree, burns second degree and scar as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events burns third degree, burns second degree and scar as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.